Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet on the first day, with a lowest blood glucose of 53 mg/dl and an out-of-range duration of about 45 minutes; the user had announced and eaten a full meal while already low, and the ilet issued a low glucose alert. Symptoms included none reported. Outcomes included correction of the low with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included troubleshooting and user education focused on timing of meal announcements and best practices for treating lows. Investigation of this case revealed no device malfunction, with the event consistent with user management during hypoglycemia and subsequent education on not announcing meals when blood glucose is low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.